Manufacturer narrative:
Concomitant products: product ID: 8711, lot#: j0058136r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 19-dec-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving morphine via an implanted infusion pump. It was noted the indication for use was spinal and chronic low back pain. It was reported the patient was having a routine pump replacement and there was an incidental finding of a cut catheter. Caller states the md revised the catheter and attempted to aspirate csf from the cap and was only able to get a very small amount of fluid. Caller states they now have decided to refill the new pump with 2.5 mg/ml concentration and decrease the dose due to the catheter issue. Caller admitted the patient had no therapy complaints prior to the surgery. It was discussed there was still 25mg/ml drug in the catheter (0.0618ml ). Discussed no priming unless the md is fully aware of the bolus (1.5455mg). Caller states they are going to program the pump to min rate mode until the old drug is delivered. 0.0618ml / 0.006ml/day = 10.3 days.

Manufacturer narrative:
Concomitant medical product: product ID 8711 lot# j0058136r implanted: (B)(6) 2001 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep was informed of the event by the surgeon. It was unknown what caused the cut catheter. The catheter was revised with an 8596sc to resolve the issue. The dose and concentration were lowered at this time. The issue has been resolved. It was indicated the catheter would not be returned and the patient's weight was unknown. The information provided had been confirmed with the physician/account.